Event description:
No new information.

Manufacturer narrative:
The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: controller/mechanical problem identified. 1 device: latch/wear problem. 1 device: cap; cable, mechanical/structural/deformation problem; mechanical problem identified. 1 device: cap; joint; pin/mechanical problem identified.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. Evaluation results findings (components/results): 4 devices: appropriate term/code not available / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 4 malfunction event(s), where it was reported the device experienced false engagement of handle in the upright or horizontal position. No adverse consequence or clinically relevant delay in treatment was reported.